Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported horizontal lines shifting in the image during a hernie inguinale coelio therapeutic procedure involving an olympus laparoscope (gynecologic). There was no patient injury reported.